Event description:
The customer reported a ventilator with an inop message (vent inop). No patient involvement.

Manufacturer narrative:
The exhalation flow sensor was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the exhalation flow sensor did not reveal any signs of physical damage or abuse that could have caused the reported problem. The exhalation flow sensor was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation flow sensor passed all testing, and no errors were generated. The reported complaint of vent inop was not duplicated, no faults are found on the returned exhalation flow sensor.